Event description:
In 2008, the patient reported that for the past 6 months, he has been changing his insulin infusion headset every 2-2 1/2 days. He said if he does not change his headset, his blood glucose elevates. He stated he has had blood glucose readings up to 425 mg/dl with his target range being 120-150 mg/dl. The patient stated he has only received 1 occlusion alarm. During troubleshooting, the patient stated the only place he inserts his headset is in his abdomen. Alternative sites, the effect of scarring and using a headset with a longer cannula length were discussed with the patient. Courtesy infusion sets with a longer cannula, an infusion set insertion device, and a guide to infusion site management were sent to the patient. On follow up with the patient on a week later, he stated his blood glucose levels have returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.